Event description:
Patient previously received omalizumab by way of the vial mixed and drawn up by nurse, but presently the patient receives pre-filled omazlimab syringes. Patient reports the administration with pre-filled syringe is significantly more painful than the other injections that required mixing. Nurse administering the pre-filled syringe shared that she thinks that the needle does not seem as sharp and this may be a factor in why the administration is more painful. Second event: a prior patient arrived for xolair injection. Drug company is transitioning medication from a powder mixed on site to a pre-filled syringe. Today was patient's first experience with pre-filled syringe. Patient reported significant pain with injection compared to previous injections not using a pre-filled syringe. Nurse administering drug noticed needle was not particularly sharp and was difficult to administer. A sharper needle would likely improve patient comfort.